Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded fm was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use foreign matter was discovered in 2 tubes with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from japanese to english: black spot was found in tubes.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered in 2 tubes with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from (B)(6) to english: black spot was found in tubes.